Event description:
Meter no giving accurate results. Analysis run on clark error grid using mean avg. Reading (165) as ref. Point vs. Bd readings of 44, 286 yielded data points in the c zone of the grid, outside of acceptable limits.